Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was a non- significant indent in the seal of the sc connector. This did not affect infusion. (B)(4).

Event description:
It was reported that the pump and catheter were replaced. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a history of infection, and the health care professional chose to replace the pump now instead of three years from now to prolong the need for another surgery. Fewer surgeries would mean fewer opportunities to contract an infection. The patient outcome was noted as recovered and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.